Event description:
It was reported that a patient underwent an total hip replacement procedure on (B)(6) 2012 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The device was visually and functionally evaluated for knot pull tensile strength. The device met performance specifications. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-03407. The same patient is represented in each medwatch.